Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a few hours after implant, there was no capture at high output, thus pacing was not being delivered. It was determined that this right ventricular (rv) lead dislodged. Due to the patient's slow heart rate and asystole, the existing lead was used to pace the patient, during a lead revision. The dislodged lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.